Manufacturer narrative:
Steris made multiple attempts to obtain information regarding the reported event from the user facility however, the user facility has not responded. As the user facility has not responded and the subject device was not returned for evaluation, a root cause cannot be determined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, there was a tear in the rope within their diamond-flex triangular retractor subsequently causing the device to separate. All pieces were successfully retrieved. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.